Event description:
Case description: this case was reported by a pharmacist via call center representative and described the occurrence of choke on medication in a (B)(6) female patient who received double salt denture cleanser (polident overnight denture cleanser tablets) unknown for drug use for unknown indication. Co-suspect products included double salt denture cleanser (polident daily care tablets) effervescent tablet for drug use for unknown indication and double salt dental adhesive cream (polident fresh mint) unknown for drug use for unknown indication. Concurrent medical conditions included mental confusion. On an unknown date, the patient started polident overnight denture cleanser tablets, polident daily care tablets and polident fresh mint. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, polident daily care tablets and polident fresh mint, the patient experienced choke on medication (serious criteria gsk medically significant), inappropriate chewing of medication and intentional device use issue. The action taken with polident overnight denture cleanser tablets was unknown. The action taken with polident daily care tablets was unknown. On an unknown date, the outcome of the choke on medication and inappropriate chewing of medication were not reported and the outcome of the intentional device use issue was unknown. The reporter considered the choke on medication to be related to polident overnight denture cleanser tablets and polident daily care tablets. It was unknown if the reporter considered the choke on medication, inappropriate chewing of medication and intentional device use issue to be related to polident fresh mint. Additional information a pharmacist reported that a patient had 3 boxes of polident (polident overnight, polident daily care, and polident fresh mint) and she was chewing and swallowing them like a breath mint. The patient choked on the product while chewing the product. The patient was treated in the ER. The pharmacist stated that the consumer was elderly and mentally confused. The pharmacist stated that the consumer had been using the product for a while now. The pharmacist stated that it was unknown which polident product the consumer chewed and swallowed; therefore taking into consideration worst case scenario, all three products were listed as suspect. Follow up information received 06 january 2017: co-suspect products included polident (polident (unknown)) unknown for drug use for unknown indication. On an unknown date, the patient started polident (unknown). On an unknown date, an unknown time after starting polident (unknown), the patient experienced choke on medication (serious criteria gsk medically significant), inappropriate chewing of medication and intentional device use issue. The reporter considered the choke on medication to be related to polident (unknown). Please note that "polident fresh mint" is not a marketed product in (B)(6). The loc believe the consumer did not provide the correct suspect product name (most polident products have "triple mint fresh" written on the box), therefore the suspect product 'polident fresh mint' has been changed to "polident unknown". For regulatory reporting purposes a qa investigation was conducted even though a product complaint event was not reported. Verbatim received from qa department: no lot number given so the batch file couldn't be reviewed. Package instructions state to not place in the mouth tablets or solution. It also states to not drink the solution or use it as a mouthwash. I am unable to explain why this consumer decided to place it in the mouth. The carton states to call the poison control center or doctor if swallowed. Comment: downgrade report.

Manufacturer narrative:
This report is associated with argus case (B)(4), polident fresh mint. Polident fresh mint is marketed as super poligrip in the us.

Event description:
Choked while chewing product. Chewed and swallowed the product like a breath mint [inappropriate chewing of medication]. Swallowing them like a breath mint [intentional device use issue]. Case description: this case was reported by a pharmacist via call center representative and described the occurrence of choke on medication in a (B)(6) female patient who received double salt denture cleanser (polident overnight denture cleanser tablets) unknown for drug use for unknown indication. Co-suspect products included double salt denture cleanser (polident daily care tablets) effervescent tablet for drug use for unknown indication and double salt dental adhesive cream (polident fresh mint) unknown for drug use for unknown indication. Concurrent medical conditions included mental confusion. On an unknown date, the patient started polident overnight denture cleanser tablets, polident daily care tablets and polident fresh mint. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, polident daily care tablets and polident fresh mint, the patient experienced choke on medication (serious criteria gsk medically significant), inappropriate chewing of medication and intentional device use issue. The action taken with polident overnight denture cleanser tablets was unknown. The action taken with polident daily care tablets was unknown. On an unknown date, the outcome of the choke on medication and inappropriate chewing of medication were not reported and the outcome of the intentional device use issue was unknown. The reporter considered the choke on medication to be related to polident overnight denture cleanser tablets and polident daily care tablets. It was unknown if the reporter considered the choke on medication, inappropriate chewing of medication and intentional device use issue to be related to polident fresh mint. Additional information: a pharmacist reported that a patient had 3 boxes of polident (polident overnight, polident daily care, and polident fresh mint) and she was chewing and swallowing them like a breath mint. The patient choked on the product while chewing the product. The patient was treated in the ER. The pharmacist stated that the consumer was elderly and mentally confused. The pharmacist stated that the consumer had been using the product for a while now. The pharmacist stated that it was unknown which polident product the consumer chewed and swallowed; therefore taking into consideration worst case scenario, all three products were listed as suspect.